Event description:
It was reported that during initial implantation of device, there was a distal perforation of the urethra from the right corpora during dilation. The physician implanted the left side cylinder and cut off the right cylinder and plugged it with a deactivation plug. The patient came back after the urethra healed to place only the right cylinder on (B)(6). The patient was implanted with a new app only at right side.